Event description:
It was reported that during the second dialysis treatment after the repair the nurse noticed that the adapter had come apart from the catheter tubing.

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The catheter was repaired was only identified as a medcomp 14.5f x 24cm catheter. The exact catheter was not provided; therefore we were unable to determine if the repair kit was used on a catheter that is specified in the IFU. "Repairs medcomp catheters: split cath, hemo-flow, ultra flow." The IFU contains the following contraindication. "Do not replace connector if tubing is swollen or displays signs of degradation." The IFU also included is the following statement: "examine entire length of extension tubing for damage. If the extension tubing is split, swollen, has other damage, or is shorter than 4.5cm, the catheter should be replaced." Info provided stated that the catheter was implanted for 2 years. This may indicate that the extension tubing's condition was inadequate for the use of the repair luer. The root cause could not be accurately determined because the physical device was not returned for a complete analysis.